Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a growing prosthesis and stem fractured. Left side hip gmrs. Surgeon replaced the femoral component.

Manufacturer narrative:
An event regarding fracture involving an mrs stem was reported. The event was confirmed through the x-rays provided. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: clinician review of the medical records indicated that an overload condition has developed due to mismatch in strength of present device implanted at age of (B)(6) and the current loading conditions at an adult age of (B)(6) where the problem of increasing strength requirements for patients in the growing ages has not yet been solved. Pediatric size implants tend to be used until adult age with overload conditions becoming unavoidable ultimately causing also unavoidable fatigue fractures. Device history review: indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: clinician review of the medical records indicated that an overload condition has developed due to mismatch in strength of present device implanted at age of (B)(6) and the current loading conditions at an adult age of (B)(6) where the problem of increasing strength requirements for patients in the growing ages has not yet been solved. Pediatric size implants tend to be used until adult age with overload conditions becoming unavoidable ultimately causing also unavoidable fatigue fractures. Device evaluation would be required to further investigate this event. No further investigation is possible at this time. If the device and / or additional information become available, this investigation will be reopened.

Event description:
Patient had a growing prosthesis and stem fractured. Left side hip gmrs. Surgeon replaced the femoral component.